Event description:
It was reported that the customer received a button error alarm on her insulin pump after the pump was exposed to water. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 150 mg/dl. Nothing further was reported.

Manufacturer narrative:
All of the buttons functioned properly. However, the insulin pump was received with corroded keypad traces. No button error alarm was noted. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.